Event description:
It was reported that the patient was experiencing inadequate stimulation and discomfort at the left side of back. X ray showed lead migration. The patient underwent a revision procedure where in the lead was repositioned. The patient was doing well post-operatively.